Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine and clonidine (all unknown concentrations and doses) via an implantable pump for spinal pain. It was reported that the nurse practitioner stated that she interrogated the pump today to do a refill and noted a motor stall occurred along with the tube set message. The agent had the hcp check the pump logs and on the day of the stall the patient had a magnetic resonance imaging (MRI) and did not have the pump status checked post MRI. The hcp stated the pump was not audibly alarming and there was no therapy issues also when checking the logs the recovery occurred when she interrogated the pump this morning (am). The agent discussed MRI labeling and telemetry state condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.